Event description:
On (B)(6) 2011 I received two pieces of 15 x 20 cm johnson and johnson hernia mesh. After having a CT scan recently, it was determined that one of the two hernia mesh pieces has failed and another hernia has occurred. I will have to have extensive surgery to have this corrected in the future.